Event description:
It was reported there was thrombus on the closure device and it was canted and the patient experienced a stroke. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman closure device was successfully implanted. Post procedure the patient had been on xarelto and aspirin. On (B)(6) 2018, the patient had a 45-day follow up transesophageal echocardiogram (tee). The closure device appeared to be canted and a thrombus was noted on the face of the closure device. Xarelto was stopped and coumadin was started. On (B)(6) 2018, the patient suffered an ischemic stroke. Their internal normalized ratio (inr) was 1.9. Another tee was performed on the patient which revealed the thrombus was no longer seen. The closure device looked as though it had slightly corrected itself and re-orientated into a better position in the laa. There was a leak on the anterior side of the device measuring 4mm. The physician decided to keep the patient on coumadin and planned to bring the patient back for a repeat tee in 3-4 weeks to assess the closure device again. The patient experienced no obvious deficits from the stroke.